Manufacturer narrative:
According to the complainant the device will not be returned for investigation. According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod their blood glucose level rose to over 500 mg/dl. The patient experienced symptoms of hyperglycemia and vomiting. The patient was admitted to the hospital. No further information was available as to this event.